Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that they experienced low blood glucose levels of 40 mg/dl. Customer's wife was walked through pump to view basal rates. Wife states that she has lower rates by 1 unit. Customer's wife was advised to consult with husbands hcp. The customer's wife declined to troubleshoot for low blood glucose stating basal rates need to be lowered. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was not available. The correct information has been included with this report. (B)(4).